Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged battery compartment, cracked battery door, scratched lcd lens and worn uso seal. There was no evidence to review in the event history log. During the functional testing, the customer reported issue was able to be duplicated. The cause was found to be an inoperable dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had a cassette alarm. There was no patient involved and no patient harm/adverse event reported.